Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Three provided images demonstrate the lesion before deployment, and the deployed stent inside a curved vessel. Single stent struts are not visible for detailed strut evaluation, and adequate scaling information was not provided for length measurement so that the single view images cannot confirm stent foreshortening. A 9f introducer with 0.035" guidewire were used for access, the lesion was pre and post dilated, and the user did not experience difficulty during deployment. During deployment slack was removed, and the system was correctly held at the stability sheath, and the stent met the expectations directly after placement. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout deployment; in particular the instruction for use state: 'during covered stent release do not hold the 30 cm long distal catheter assembly segment as it must be free to move and slide into the white stability sheath.', and '(...) Maintain a stationary hold on the white stability sheath during covered stent deployment (...). Hold the white stability sheath as close as possible to the introducer (...).' Regarding pta the instruction for use state: 'pre-dilate the stenosis with a pta balloon catheter (...)', and 'post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel.' Under required materials the instruction for use state 0.035" guidewire and 'introducer sheath with appropriate inner diameter.' The packaging pictograms indicate an introducer size of 9f. A covered stent diameter selection table is part of the instruction for use describing the correct oversizing of the stent. H10: d4 (expiry date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent graft placement in the high grade stenosis of arteriovenous fistula circuit near the cephalic arch, the stent was allegedly found to be foreshortened and compressed under angiography examination. There was no reported patient injury.

Event description:
It was reported that sometime post a stent graft placement in the high grade stenosis of arteriovenous fistula circuit near the cephalic arch, the stent was allegedly found to be foreshortened and compressed under angiography examination. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.